Event description:
We were notified that during a treatment the aesthetician heard 'interference' with the radio just before sparks appeared from the cable of the (B)(4) handpiece. The pt had been used approx 480 times since purchase in december 2010.

Manufacturer narrative:
Post market review of pelleve handpiece complaints lead to reevaluation and reclassification of this complaint.